Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by carefusion authorized serviced center. The service technician replaced the flow valve to address the customer's reported issue. The defective component was shipped to carefusion and carefusion scrapped the defective component. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. It is unknown at this time whether there was any patient involvement associated with this compliant.